Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient¿s case manager (reporter) contacted lifescan (lfs) alleging black marks on the onetouch ping meter. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue was discovered on (B)(6) 2013. The patient manages his diabetes with insulin pump therapy. According to the csr¿s documentation, the patient did not take any action in regards to his diabetes regimen after the alleged issue occurred and was ¿guessing on the readings¿. Subsequently, 24 hours after the reported display issue was discovered, the patient reportedly became nauseous and unconscious; he was soon after brought to the emergency room (ER) with diabetic ketone acidosis. During the patient¿s time in the ER, the reporter indicated the patient was tested with the ER¿s meter (reading not known) and the patient also received insulin as treatment from the health care professional. At the time of troubleshooting, the csr verified the patient was not using the subject for the first and there was no misuse of the lfs product. The csr also noted the patient did not have a backup/ secondary device. Replacement meter was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.